Event description:
It was reported that the customer's insulin pump had a blank display. It was also reported that the customer received an unexpected restart as well as external ram crc error alarm. Advised insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Unit power up properly after battery installation. Unit passed selftest, error test and displacement test. No alarms occured, missing segments or unexpected black screens anomaly noted. The backlight working properly. Corrosion was found at the motor assembly per visual inspection. Unit received with cracked case at display window corners, reservoir tube, reservoir tube lip and battery tube threads. Unit received with minor scratched display window.